Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the following from the device inspection result by the olympus repair center in hamburg; the reported event was the phenomenon that angulation became locked and could not disengage. A foreign material was caught in the mobile part of the control section, and the angulation control lever did not move. All reported defects of the device were caused by normal wear and tear, or customer's handling. There were no malfunctions other than the angulation being locked. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. Based on the above information, omsc concluded that it is extremely unlikely that the foreign material caught in the mobile part of the control section was a component of the device. Therefore, omsc attributed the reported event to inappropriate handling of the device by the user. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 16-dec-2020. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information by the user facility, the user noticed that the angulation was locked during preparation for use. And the patient was not yet in the endoscopy room when the reported event occurred. The user replaced the device to another device and completed the intended procedure. Olympus repair center in hamburg further investigated the device and confirmed the following; the insertion tube and distal end unit were severely damaged. The image guide mount was broken. The device had been repaired on september 2, 2020, with the insertion tube and distal end replaced at the time of repair. However, after about 3 months, both parts were already found to be defective again. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in hamburg for evaluation. Olympus repair center inspected the device and confirmed the following; the reported event that the bending section could not be angulated was duplicated. The inside of the insertion tube was damaged. The reported malfunction also extended to the insertion tube. The reported event may have been caused by the angulation control lever becoming stuck due to foreign material caught in the mobile part of the control section. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the bending section of the device could not be angulated. There was no report of patient injury associated with this event. Olympus inspected the device at olympus repair center in hamburg and found that the angulation control lever of the device did not move, angulation became locked and could not disengage.